Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('couldn't find the coil/essure might have been lost in the pelvis') and cholecystectomy ('cholecystectomy') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy. Previously administered products included for an unreported indication: yaz. Concurrent conditions included overweight, hypothyroidism, endometriosis, urticaria generalised, depression, gallbladder disease, vaginitis, vulvitis and vulvovaginitis. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced reflux gastritis ("gastrointestinal or digestive system condition type: removal of my gallbladder has caused me to have bile reflux"), pelvic pain ("pain"), vomiting projectile ("vomiting/extreme vomiting/projectile vomiting"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2017, the patient experienced fatigue ("fatigue"). On (B)(6) 2017, the patient was found to have weight decreased ("weight gain / loss specify which one: weight loss"). On (B)(6) 2017, the patient experienced rash erythematous ("rashes or skin conditions type :bright red rash on chest didn't go away until removal"). On (B)(6) 2017, the patient experienced mental disorder ("psychological or psychiatric problems-condition:"). On (B)(6) 2017, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), anxiety ("anxiety from worrying when I'd have to miss more work because of vomiting"), allergy to metals ("nickel allergy"), abdominal pain lower ("lower abdominal pain"), oropharyngeal pain ("throat pain") and pain ("it's very painful and can lead to cancer") and underwent cholecystectomy (seriousness criterion medically significant). The patient was treated with ibuprofen, levothyroxine sodium (synthroid), sucralfate (carafate) and surgery (unilateral salpingectomy ¿ endoscopy/cholecystectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, cholecystectomy, reflux gastritis, nausea, allergy to metals, dysmenorrhoea, fatigue, weight decreased, alopecia, mental disorder and pain outcome was unknown and the pelvic pain, vomiting projectile, anxiety, rash erythematous, abdominal pain lower and oropharyngeal pain had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, cholecystectomy, device dislocation, dysmenorrhoea, fatigue, mental disorder, nausea, oropharyngeal pain, pain, pelvic pain, rash erythematous, reflux gastritis, vomiting projectile and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2017: result: blockage of bilateral tubes but the stated that it could not confirm that the device was in the fallopian tube. Ultrasound scan vagina - on an unknown date: result: doctor said he couldn't find the coil. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2019: pfs received. Product indication and essure implant date updated. Following events were added: couldn't find the coil/essure might have been lost in the pelvis, vomiting/extreme vomiting/projectile vomiting, anxiety from worrying when I'd have to miss more work because of vomiting, rashes or skin conditions type: bright red rash on chest didn't go away until removal, nausea, nickel allergy, dysmenorrhea (cramping), fatigue, weight gain / loss specify which one: weight loss, gastrointestinal or digestive system condition type: removal of my gallbladder has caused me to have bile reflux, hair loss, lower abdominal pain, throat pain and it's very painful and can lead to cancer. Previously reported event injury to herself was updated to pain. Event severity added for: lower abdominal pain. Event outcome added for: allergic or hypersensitivity type: vomiting/extreme vomiting, projectile vomiting, pain, lower abdominal pain, throat pain, rashes or skin conditions type: bright red rash on chest didn't go away until removal and anxiety from worrying when I'd have to miss more work because of vomiting. Treatment , historical drugs, medical history and lab data were added. Reporters added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.